Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent biopsy of anal canal, rectocele repair and hemorrhoidectomy on (B)(6) 2010, due to abnormal finding on colonoscopy and symptomatic rectocele with hemorrhoids. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2007 and a mesh was implanted, concurrently with a vaginal uterosacral colpopexy with sphincteroplasty due to sui, cystocele, rectocele, vaginal vault prolapsed, fecal incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision on (B)(6) 2011 by dr. (B)(6) at (B)(6) center. It was reported that following insertion the patient experienced bleeding, dyspareunia, extrusion, infection, fistulae, vaginal scarring, urinary and bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) medical center due to chronic vaginal discharge.